Manufacturer narrative:
The reported event of the c-wire breaking during insertion was confirmed. Visual examination of returned used product item 00505004200, found c-wire bent and broken off at the shaft. The broken piece is approximately 1.325 of the inches. Examination was performed per 00505004200 found no issues with print critical dimensions. Root cause cannot be determined; however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 00505004200, c-wire pak double ended orthopaedic wire, was being used on (B)(6) 2024 during a fracture of the distal phalanx of the middle finger and the ¿c-wire broke during insertion.¿. Per further assessment it was found that the fragments did fall into the surgical site and were retrieved. The procedure was completed with the use of an alternate backup device. There was no impact or injury for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of the customer that the device, 00505004200, c-wire pak double ended orthopaedic wire, was being used on (B)(6) 2024 during a fracture of the distal phalanx of the middle finger and the ¿c-wire broke during insertion.¿. Per further assessment it was found that the fragments did fall into the surgical and were retrieved. The procedure was completed with the use of an alternate backup device. There was no impact or injury for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received